Manufacturer narrative:
Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The procedure was successfully completed, and when the echocardiograph was checked at the end of the procedure, it was noticed that pericardial fluid had accumulated. Pericardiocentesis was performed to drain the fluid from the pericardial space. The patient¿s blood pressure did not decrease, and the condition was stable after pericardial drainage. The patient was moved to the intensive care unit (ICU) and there was no report of extended hospitalization. The physician confirmed there is no causal relationship between the biosense webster, inc.(bwi) product and the adverse event occurrence; the physician believes that the issue occurred due to the patient¿s difficult anatomy and said that it was difficult to operate the catheter due to patient¿s breathing. No bwi product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received (B)(6) 2021 and it was reported that the patient is a 75-year-old male (59kg). The outcome of the adverse event is that the patient¿s condition improved. The physician¿s opinion on the cause of this adverse event is that it is patient condition related. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The provided lot number was not recognized as a valid lot number, as such, a manufacturing record evaluation (mre) cannot be conducted because no valid lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)